Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user maude number is mw5079837. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted during a hysterectomy procedure performed on (B)(6) 2017. According to the complainant, the patient experienced pain and temperature changes after being implanted with the device. She went in for a hysterectomy procedure and stated that she had no idea that a foreign body was implanted into her body and only found out after surgery. The patient also reportedly experienced four urinary tract infections within a two-month period and subsequently had to take antibiotics. The infections occurred every three weeks. She saw a new physician who advised that her bladder was severely inflamed and the foreign body had to be taken out. A different surgeon removed the mesh on (B)(6) 2018. The patient believed this device should not be put in any human being. Reportedly, she's currently experiencing incontinence which was never an issue prior to the device implantation. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.